Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being unable to connect to the system controller¿s white power cord was not confirmed. The mpu (serial number (B)(6) was not returned for analysis. Per additional information, no interruption to power had occurred, and the patient was provided with a loaner mpu at the time of the clinic visit. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿) instructs users on how to properly connect the system controller to the mpu¿s patient cable. The heartmate 3 patient handbook section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was in working condition but the patient cable on the mpu would not connect to the white cord of the controller. There was no interruption in power and the patient remained on battery power. A replacement mpu was issued.